Event description:
It was reported the customer was hospitalized due to elevated blood glucose levels and diabetic ketoacidosis. Customer had an illness, stomach virus, and was dehydrated.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.